Event description:
Report of leak at IV tubing connection. A pt in the ICU was receiving diprivan via IV drip for an unspecified reason. The pt was receiving the infusion via IV tubing to t-connector to male adapter plug. During a check of the IV site, the nurse reported a "valve was leaking and there was blood over the bed." It was reported that there was a leak at the IV tubing t-connector to male adapter plug connection. Co was unable to obtain any further info from the customer about the event.